Event description:
Reporter alleged obtaining the results of hi (greater than mmol/l and 3.8 mmol/l back to back within 10 minutes on the mobile system. Reporter stated she took 10 units of novorapid, one hour and twenty-one minutes prior to testing. Reporter also stated that she had something to eat immediately prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event is in the (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.